Event description:
Additional information received. Patient is alleging "I experience left leg numbness and cold all the time. I have panic attacks and shortness of breath." Per report from CT (computed tomography): "an ivc filter is present beginning just below the level of the right renal vein with penetrating filter struts at the lumen wall."

Manufacturer narrative:
Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: leg numbness/coldness, panic attacks, and shortness of breath. Unknown if the reported leg numbness/coldness, panic attacks, and shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: all annex codes have been added to the grid in h6, as it is unclear whether they were submitted previously. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: stenosis ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "[patient] underwent placement of a cook gunther tulip ivc filter on (B)(6) 2006. No imaging studies were provided demonstrating filter placement. A CT abdomen/pelvis was performed on (B)(6) 2017 demonstrated the filter at the superior l2 to inferior l3 interspace. Migration is unlikely based on the study. There is ventral tilted, 12 degrees indicated on the coronal plane. A grade 3 perforation is noted with a posterior strut extending 12mm outside the cava wall abutting the mid l3 vertebrae. A CT abdomen/pelvis was performed on (B)(6) 2019. The filter is demonstrated at the superior l2 to inferior l3 interspace. The ivc is progressively diminutive superior to the filter. There is no significant tilt indicated. Migration is unlikely based on the study. A grade 3 perforation is noted with a posterior strut extending 12mm outside the cava wall abutting the mid l3 vertebrae."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. (B)(4). Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006 after diagnosis of deep vein thrombosis (dvt). It is alleged that the patient experienced vena cava perforation, abutment of one of the filter legs at the l3 vertebrae, and tilt. Hospital and medical records have been requested but not yet provided. Per a CT (computed tomography) report of the abdomen and pelvis: '[the patient's] radiologist noted that [patient's] ivc filter perforating [the patient's] ivc and one of the legs abutting the l3 vertebrae."